Manufacturer narrative:
The pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the reservoir compartment broke off. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.